Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt states his ins started acting up and not working. Pt did not have date of when this all started. Pt states (B)(6) 2022 they took out everything. Pt states he wondered what to do with all his equipment.